Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 35mm drill bit and a 30mm drill bit were broken in two pieces while drilling. Also, a 35mm drill bit was bent during this case. All of the pieces were retrieved and there were no adverse effects for the patient. The surgeon does not want to be contacted. All pieces were retrieved from the patient. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.